Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-07-30. H.6. Investigation summary bd received 16 samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, 16 customer samples were evaluated by functional testing and indicated failure mode for hub/collar separation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA) 1277214.

Event description:
It was reported that prior to use the safety shield disengaged from needle with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: eclipse came completely loose from the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the safety shield disengaged from needle with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: eclipse came completely loose from the needle.